Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal the tampon came apart into three pieces and the string also pulled out of the tampon. She was feeling fine and did not seek medical attention.